Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was prompting an error 5 message. The patient stated that she was unable to test on her meter for approximately one month due to the error 5 message. The patient is currently taking lantus 50 units; however, she alleged that she decreased her lantus dosage (1 week after she was unable to test) from 50 to 30 units on her own, as she did not know what her blood glucose levels were. She also takes humalog as a set amount with meals, plus a siding scale and she discontinued the amounts she took based on her meter results. She started feeling tired about 2 weeks after she was unable to test. On eighteen days later, she was driven to the hospital when she began to feel tired and shaky. Her blood glucose was tested and the result was over 400 mg/dl. The patient was admitted to the hospital for treatment of her diabetes, as well as for edema, secondary to congestive heart failure. The patient stated that her test strips were in good condition at the time of testing and she was using the correct technique. The patient did not have test strips available to troubleshoot. This complaint is being reported, as the patient alleged that she decreased her diabetes medications when she was unable to test and was subsequently hospitalized for hyperglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.